Event description:
The customer contact reported the device door roller was broken. The device was returned to the clinical engineering department for an unspecified reason. No specific pt information, pump programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was broken and the door roller pin was broken off. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospital personnel.